Event description:
It was reported an asymptomatic patient presented during a device follow-up. Upon interrogation, it was noted that the device exhibited a diagnostics anomaly in reading the battery longevity. No intervention was performed. The device will continue to be monitored remotely. The patient was stable during and post event.